Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the run data file was analyzed for this event. The platelet count used for the procedure was 275, while the actual donor platelet count was 323. This equated to approximately a 15% difference in actual versus entered platelet count. Root cause: although the system has several methods for detection of wbc contaminations, some events may elude the detection capability of the trima accel system. Both the higher than expected yield and the elevated wbc content can be attributed to the large discrepancy in entered versus actual donor platelet count. A majority of the time, these events will not contribute to elevated wbc content. Correction: terumo bct field performance communicated to the customer via email that the customer¿s precount process led to precount inaccuracies, which contributed to this failure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The platelet collection is not available for return because it was discarded by the customer